Event description:
It was reported the dragonfly opstar imaging catheter was used after expiration. The procedure was completed using the same device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - use after expiration